Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called to report that she was hospitalized twice due to high blood glucose levels. The reported blood glucose reading at the time of the call was 600 mg/dl. The customer states that both times, her blood glucose levels elevated after changing the infusion set. The customer stated that the cannula was bent on occasion. Troubleshooting was performed, and the insulin pump was programmed correctly except for the time, which was one hour off. The insulin pump passed the prime test, but the customer didn't have the tubing clamp for the high pressure test. Nothing further was reported.